Event description:
The interface of the inserter and the device where the inserter failed. The threaded portion of the device pulled off the device. It left the device and the inserter unprotected at a critical point in the procedure. Risk management was notified of a (B)(6) female with a history of thoracic vertebral traumatic wedge compression fracture, kyphosis and spinal cord compression who underwent a posterior thoracic corpectomy and fusion. The surgeon documented a device malfunction in his operative note that caused an injury to the spinal cord and loss of signal during the procedure. A laminectomy was performed to remove pressure on the spinal cord. Post operatively, the pt regained complete return of motor-evoked potential to the feet, but limited return to the tibialis anterior and quadriceps bilaterally. Currently, she has regained greater than 50% of the strength in her lower extremities. Surgeon reportedly conveyed the difficulties he experienced regarding the device during the procedure to vendor during the case.